Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb dissection tip broke off after the harvester unscrewed it too fast, causing the tip to break off with no pt effects reported. No replacement was needed to complete the procedure as dissection was already complete when the event occurred. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)